Event description:
Pt responsive, no pulse, coded, had indentation/mark visible on pt neck. Unable to release vest, (posey restraint). Straps attached to head board. Chest posey release. Shoulder straps cut.